Manufacturer narrative:
(B)(4).

Event description:
Additional information from the site indicates that the shedding appears to be from the polishing compound used on the device.

Manufacturer narrative:
The subject device has not been returned to the manufacturer for evaluation. It is anticipated that it will be returned. If the device is returned for evaluation, this complaint will be reopened and a supplemental MDR report will be submitted containing the evaluation results. (B)(4).

Event description:
Shedding, flaking returned to the customer on 10.16.15 via (B)(4). The first time using the device they found metal shavings. It was put through the washer three times before using and cleaned two more times during the case. A back up device was available to complete the case and no patient injuries or complications were reported.

Manufacturer narrative:
One oval upbiter punch was returned for evaluation. Device has been repaired (B)(4). Visual assessment of the device showed no loose burrs that could become detached; however the presence of polishing compound was noted in and on the distal tip. In addition the handle was noted to be improperly labeled as an ¿acufex pro¿ which it¿s not. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).